Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2023, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023. The patient experienced multiple skin reactions in the past two months. This record captures the (B)(6) 2023 event. The event occurred ten days after the sensor had been inserted in the arm. The patient developed a rash, redness, inflammation, and blisters extending beyond the patch perimeter. The reaction site looked like a ¿burn mark¿ and her skin was ¿peeling off". She had pain and itchy sensation in the area. The patient self-treated with otc antihistamine tablets (benadryl and goodsense allergy relief) and unspecified topical steroid cream medications. The skin reaction spread to her neck and other skin areas on her body. She did not experience anaphylactic symptoms. The patient consulted a physician (unspecified date) who prescribed an unspecified oral steroid medication. On (B)(6) 2023 a follow up phone call made by technical support the patient stated the reaction healed after the medication treatments. A close-up photo of the sensor patch footprint of the skin reaction was provided and reviewed. The photo shows a skin reaction in the shape of a sensor which consists of redness, a rash, pimples, inflammation, dry skin, and evidence of blisters. The rash and redness extend beyond the sensor footprint perimeter. The photo confirmed the skin reaction. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Event description:
Subsequent to the initial MDR, additional information was received on 07/19/2023. Dexcom was made aware on 06/20/2023, that on (B)(6)2023, the patient experienced a skin reaction. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6)2023. It was reported that the patient experienced multiple skin reactions in the past two months. This record captures the 06/16/2023, event. The event occurred ten days after the sensor had been inserted in the arm. The patient developed a rash, redness, inflammation, and blisters extending beyond the patch perimeter. The reaction site looked like a ¿burn mark¿ and her skin was ¿peeling off.¿ she had pain and itchy sensation in the area. The patient self-treated with otc antihistamine medications (benadryl one tablet every six hours, goodsense one tablet every six hours, and benadryl topical cream six times per day). On (B)(6)2023, technical support called the patient to verify additional information. The patient stated the rash spread to her neck and other skin areas on her body. She did not experience anaphylactic symptoms at the time of the event. On (B)(6)2023, the patient consulted a physician who advised removing the sensor and prescribed an unspecified steroid medication one 40 mg tablet once per day for four days. A close-up photo of the sensor patch footprint of the skin reaction was provided and reviewed. The photo shows a skin reaction in the shape of a sensor which consists of redness, a rash, pimples, inflammation, dry skin, and evidence of blisters. The rash and redness extend beyond the sensor footprint perimeter. The photo confirmed the skin reaction. On (B)(6)2023, technical support called the patient to verify their condition. The patient stated the reaction healed after the steroid medication treatment and she has not been using the dexcom cgm since this event. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).